Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. The reported incident occurred after the dialyzer was reused 10 times. Hcp reports no pt injury or need for medical intervention.